Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was externally admitted on (B)(6) 2018 due to a noticeable left hemiparesis. A computerized tomography (CT) scan of the head revealed a large lesion in the lumen of the right frontal intracerebral space with a midline shift. The patient noted they had been suffering from a movement disorder on their left side for about five weeks. The patient was admitted on (B)(6) 2019. A neurological consult revealed the patient was awake but not oriented; they had narrow pupils, discrete left facial paresis and a tongue deviation to the right. A second CT scan performed revealed a right frontal hemorrhage that was not progressive in size compared to the previous scan but with the onset of resorption. The patient was transferred in a stable condition on (B)(6) 2019 and they were discharged on (B)(6) 2019.